Event description:
It was reported the system was shorting and impedances were 10,000 ohms an all electrodes. It was non-functional with stimulation turned up to very high amperage. An xray was ordered and revision was planned in 6 weeks. The stimulation was off. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported after the revision, the patient had been receiving effective therapy. Programming was checked post-operative and follow up with the patient was scheduled for a couple weeks later. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was scheduled for a revision on (B)(6), 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37742 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708260 lot# serial# (B)(4) implanted: 2 007-(B)(6) explanted: product typ extension product ID 3487a-56 lot# j0504279v serial# implanted: 2005-(B)(6) explanted: 2007-(B)(6) product typ lead. (B)(4).